Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a blank display. Customer went swimming while wearing the insulin pump. Customer reported that the pump is vibrating and a red light is flashing. Customer's blood glucose reading was 189 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump failed the leak test. The pump leaked at a crack on the battery tube area on the back of the case. The pump powered up properly after the battery installation. The pump was received with operating currents within specification. The pump passed the self test and displacement test. The pump was monitored for several hours and no blank display anomalies were noted. The power connector plugged in and locked in place properly. No unexpected vibration of red light flashing was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked case on the back at the battery tube area. The pump had minor scratches on the lcd window and case.